Event description:
It was reported that the customer's insulin pump had a history anomaly. It was also mentioned that they were unable to prime. Customer's blood glucose level at the time 451mg/dl. Advised insulin pump would be replaced.

Manufacturer narrative:
Unit passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor (gold). Unable to perform excessive no delivery test and occlusion test due to prime anomaly. Unable to deliver bolus due to prime anomaly. Unit received with minor scratches on lcd window and case.